Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous left antebrachium shunt. A radiofocus guide wire was advanced across the lesion and then the lesion was dilated with a 4.0x40mm mustang balloon. However, the mustang balloon ruptured on the 1st inflation at 18 atms. The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore ,a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).